Event description:
The manufacturers service engineer (fse) reported that during annual pm the unit failed the power test. The unit will not switch over from battery to ac power. The fse reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturers service engineer (fse) was able to duplicate the reported problem. The fse replaced the power management board to address the reported problem.

Event description:
The manufacturers service engineer (fse) reported that during annual pm the unit failed the power test. The unit will not switch over from battery to ac power. The fse reported there was no patient involvement.